Event description:
It was reported that a clearlink non-dehp continu-flo solution set had a downstream occlusion while "trying to y-site with oxaliplatin". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.